Event description:
Experiencing health issues due to breast implants. Chronic shooting pain through nipple radiating through breast. I've also fought chronic fatigue, brain fog, joint and muscle pain, severe hair loss, chronic dry eyes, hormonal imbalances, night sweats, shortness of breath, anxiety, and inflammation. Several results from blood tests may be presented if needed. All female and male reproductive hormone are all non-exist. I'm a (B)(6) y/o female who hasn't even been through menopause. FDA safety report ID# (B)(4).